Manufacturer narrative:
During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
Material#: 305916, batch#: 2007149. It was reported by customer that won't allow medication to go out prefilled syringe when needle is attached. Nothing comes out. Verbatim: rcc received a complaint via email. Email(s) attached. Won't allow medication to go out prefilled syringe when needle is attached. Nothing comes out product number : 305916; lot/serial number : (B)(6).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle is clogged/blocked. The following information was provided by the initial reporter: "won't allow medication to go out prefilled syringe when needle is attached. Nothing comes out."